Manufacturer narrative:
A ge rep contacted the customer and they evaluated the system over the phone. The customer decided not to repair the system, and will replace it. No conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system would not produce an image and was totally non-functional. No pt injury was reported.